Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: at inspection prior to procedure no problem was confirmed in the balloon. However during use, the balloon got broken. New one was opened to complete the case with no problem.

Manufacturer narrative:
(B)(4)